Event description:
The following has been reported by customer: customer reported that there was an adverse event and therefore requested the extraction of logs from the serial number pumps additional information: customer ruled out the fresenius syringe pumps as the cause of the patients death. Reporting as a conservative measure. Adverse effects were reported with no description of event. Additional information is needed to complete the investigation. Device history record was reviewed, no event linked with the reported issue was found. The device history log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation. Initially, a log analysis was requested by the customer, but they ruled out the fresenius syringe pumps as the cause: "I confirm the information that the syringe pumps are not suspect products of what happened, and the logs were requested only to be used as an annex to the hospital's investigation into the case." For this complaint, the complaint outcome is therefore not valid. To our knowledge this complaint is being related to patient death. This complaint is considered as: not valid the trend is: n/a.